Event description:
Mps reporting distal cut is about 1.5mm deep in almost all cases. Mps reported distal cut is consistently about 1.5 mm deep. This is the only cut that is off. Experienced surgeon requesting service. Even when cut is deep, no red shows during cutting. As reported via complaint form: distal cut is 1.5mm deep without showing red on the software as over resection. It has happened multiple times. All other cuts are found to be at plan. Only distal cut is deep resulting in gap on trial and final implant. Case type / application: tka updates: which cuts were inaccurate? "Distal cut was 1.5mm deep without showing red on the screen. All others were within .2 mm" was the planar probe used to measure cut accuracy? "Planar probe and the green probe".

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Manufacturer narrative:
Reported event. An event regarding inaccurate resection involving a mako robotic arm was reported. The event was confirmed. Method & results. -product evaluation and results: the field service engineer reported: problem reproduced? Yes. Trouble shooting notes: none. Work performed: action taken - performed a pre-surgery check and all passed. Performed a camera and arm accuracy which also passed well within limits. Arm accuracy is usually one of the tests that fail when cuts are off, but not in this case. Therefore looked physically within the machine and only saw a couple things that may result in inaccurate cuts. J1 transmission check was in the yellow; therefore tighten cables and got within green limits. Also noticed that the j2 bump stops were pushed out. Meaning the arm is being pushed to the j2 limit of range and then pushed beyond; therefore bending out these hard stops. The distal cut is the cut they are only having issues with; which is a cut at a tough angle. I believe the robot is being pushed beyond its limit on j2 indicated by stops bent; therefore recommend to mps to inform surgeon not to push through these hard stops on this particular angle. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed to be potentially caused by cables requiring tensioning and bump stops out of alignment as per the field service engineer visit. Based on the information reviewed there is no indication of any inherent software issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Mps reporting distal cut is about 1.5mm deep in almost all cases. Mps reported distal cut is consistently about 1.5 mm deep. This is the only cut that is off. Experienced surgeon requesting service. Even when cut is deep, no red shows during cutting. As reported via complaint form: distal cut is 1.5mm deep without showing red on the software as over resection. It has happened multiple times. All other cuts are found to be at plan. Only distal cut is deep resulting in gap on trial and final implant. Case type / application: tka. Updates: which cuts were inaccurate? "Distal cut was 1.5mm deep without showing red on the screen. All others were within .2 mm" was the planar probe used to measure cut accuracy? "Planar probe and the green probe".